Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment of chronic type b aortic dissection, zone 2, using gore® tag® thoracic branch endoprosthesis. Final angiography after device placement confirmed a slight proximal type I endoleak. As spontaneous resolution was anticipated postoperatively, no additional treatment was performed, and the procedure was completed. Gore viabahn vbx balloon expandable endoprosthesis (vbx) were implanted in the celiac artery and the right renal artery. Follow-up imaging revealed persistent proximal type I endoleak. The patient also developed disseminated intravascular coagulation (dic). Furthermore, an endoleak originating from the celiac artery was identified and was considered to be associated with entirely disengagement of the vbx device/complete migration out of the celiac artery. On (B)(6) 2026, reintervention was performed. To treat the proximal type I endoleak, an aortic extender was deployed at the proximal landing zone. Moreover, access was obtained via the false lumen, and coil embolization was performed to occlude the leak point on the proximal greater curvature side. Following these procedures, the proximal type I endoleak resolved. At the distal end, additional stent graft was implanted to prevent the development of distal stent graft¿induced new entry (dsine) at the distal edge of the tbe device. For persistent false lumen perfusion caused by distal re-entry flow, a non-gore stent graft was deployed within the false lumen using a candy-plug technique. No additional intervention was performed at the vbx implantation site in the celiac artery. Physician¿s comments: the aortic component implanted during the index procedure was considered to have been slightly undersized. The development of dic was considered to be associated with the persistent proximal type I endoleak and continued false lumen perfusion.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: d1101, IFU statements. The gore® tag® thoracic branch endoprosthesis instructions for use (IFU) was reviewed and the following IFU statements were identified in relation to the reported event. Device selection: strict adherence to the gore® tag® thoracic branch endoprosthesis IFU sizing guide is required when selecting the appropriate size device components. Appropriate oversizing of the gore® tag® thoracic branch endoprosthesis has been incorporated into the IFU sizing guide. Sizing outside of this range may result in endoleak, fracture, migration, device infolding, or compression. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.